Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the screen of the insulin pump was scrolling through the menu and the buttons were not responding. Customer stated that he was unsure if the insulin pump got wet in the rain. Blood glucose value was 188 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.